Manufacturer narrative:
.

Event description:
The medwatch report states that the staff was using an extender for the electrosurgical electrode for a plastic surgery case. A burn the size of pencil head was noted under the patient's incision where the extender had been. The doctor excised the burn tissue but no lasting scar. They reported noting a crack in extender coating. A follow-up by the plastic surgeon office reported patient was healing well.